Event description:
The customer observed falsely depressed sodium (na) results generated on the alinity c processing module, serial number (B)(6), for 4 patients. The results were not reported out. The samples were repeated on another instrument with higher results. The following data was provided: no specific patient results were provided but initial results were around 110 and repeated around 136 mmol/l. Reference range = 136-145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr inspected the instrument, performed quarterly and triannual maintenance, and replaced multiple parts to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. List number 09d28-04 ict module/ lot 240117 was determined to be the likely cause of the issue. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the alinity c processing module and the 09d28-04 ict module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the 09d28-04 ict module was identified.

Event description:
The customer observed falsely depressed sodium (na) results generated on the alinity c processing module, serial number (B)(6) , for 4 patients. The results were not reported out. The samples were repeated on another instrument with higher results. The following data was provided: no specific patient results were provided but initial results were around 110 and repeated around 136 mmol/l. Reference range = 136-145 mmol/l no impact to patient management was reported.